Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to alval reaction. Tissue had metal debris and impingement was noted.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4). A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving additional surgical information. Depuy will notify the FDA when the investigation is complete. This is a duplicate report of 1818910-2015-32837. This report, 1818910-2015-24652, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2015-32837.

Event description:
Update received 10/2/2015. Clinical report was received stating that during the revision, metallosis with increased synovial sac consistent with wear debris noted. Impingement of the neck and cup, as well as minor notching of the neck, were also noted.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.